Manufacturer narrative:
This system was used for treatment. A review of kit lot d359 was performed. There were no nonconformances related to this complaint. This lot met release requirements. The (B)(4) lot number was not provided, since (B)(4) was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for tubing leak. No trend was detected for this issue. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the photo analysis is not complete at the time of this report. A supplemental report will be filed when this investigation is complete. (B)(4).

Event description:
The customer called to report a blood leak which occurred yesterday, (B)(6) 2016. The customer stated that at approximately 1047ml of whole blood processed she noticed a small hole and blood leaking from the collect tubing. The patient treatment was stopped and the return bag contents where returned to the patient. The patient is stable and no medical intervention was required. The patient returned the following day for treatment. The customer stated the kit was already discarded. A photograph has been submitted for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photo confirmed the occurrence of a leak. The evaluation of the photo was unable to determine the exact location of the leak, thus it could not be confirmed whether the leak site was from the collect tubing as reported. The analysis was unable to determine the root cause of the leak, as no manufacturing related defects were confirmed during the evaluation. A review of the device history record did not identify any related nonconformances. Based on the analysis, no remedial actions will be conducted. (B)(4). Device not returned to manufacturer.